Event description:
(B)(4). Event description: (B)(4) 2012: I have a depuy skyline screw that broke in half in my neck. The screw is still in my spine. I have talked to a lot of people that have had the same problem.

Manufacturer narrative:
Attempts to contact the patient have been unsuccessful. A review of manufacturing records cannot be performed as the product code and lot number are unknown. Complaint data review found no emerging trends. Without a product sample, the reported issue cannot be confirmed. At this time, the complaint is considered to be closed. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
The device remains in the patient. Attempts are being made to contact the patient (who reported the event to the FDA) for additional information concerning this event. A follow up report will be filed upon completion of the investigation. Device remains in patient.